Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient reported that their device had migrated and then they were referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B2 outcomes attributed to adverse event, corrected data: initial report inadvertently did not select any outcomes.